Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm was not loud anymore. The customer¿s blood glucose level was unknown. The customer also stated that the screen of the insulin pump was a little bit dark. Customer declined troubleshooting. The customer also stated that they received non delivery alarms. The insulin pump will not be returned for analysis.